Event description:
Pca started for control of post op pain. Medication loaded into pump, pump programmed, bolus dose infused. After 1-2 hrs, pt c/o pain. Pushed button x 6 attempts with medication being administered. Pump re-programmed. Again, pump would not deliver medication. Pump changed to new one. Pump isolated and work order attached.